Manufacturer narrative:
A specific root cause could not be determined for this event. The customer has not returned any product. No information was provided in the complaint that would point to a cause for the discrepant results. Since no product was returned, the investigation could not be completed.

Manufacturer narrative:
(B)(4).

Event description:
The lab director questioned glucose results for 3 patients tested on accu-chek inform ii meter with serial number (B)(4). Based on the data provided, the results for 1 patient were erroneous. The lab director also complained that the meter was intermittently not detecting when a test strip was inserted into the meter and the beeper on the meter was not sounding. The patient was tested by finger stick at 8:13 p.m. And the result from the meter was 281 mg/dl. The patient was re-tested by finger stick on the meter at 8:15 p.m. And the result was 399 mg/dl. A third finger stick was performed on the meter at 8:16 p.m. And the result was 313 mg/dl. No laboratory testing was done. The staff was not sure which result was correct. The reporter does not know if any treatment was provided and this information is not available. The customer is unable to provide further patient information. The reporter did verify that no adverse event occurred. Quality controls were run on the meter within 24 hours of the event and passed. The issue with the meter not detecting the test strip could not be replicated during phone support. The issue with the beeper not sounding was reproduced during phone support. The meter was replaced for this reason. The meter and test strips were requested for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.